Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error during rewind. The customer stated that there were some motor errors in the alarm history. The customer's blood glucose is normal, didn't require medical treatment.

Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside to the insulin pump and passed. The motor may have had an intermittent failure that was not detected during our testing. We were unable to perform occlusion and the excessive no delivery test due to motor error alarm. The insulin pump received with cracked case at display window corners and cracked reservoir tube lip.